Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used during an unknown endovascular procedure. It was reported the balloon burst during the index procedure. The balloon was removed and a non-mdt balloon was used to complete the case.  As per the physician the cause of the event cannot be determined. No additional clinical sequalae was provided and the patient is fine.